Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that one basket wire had been broken and was still attached to the proximal end of the basket. No other anomalies were noted. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (basket wire broken); the defect found is typically caused due to excessive manipulation of the product by the user or excess of force applied to the device. Since the failure was an expected or random component failure without any design or manufacturing issue, therefore, it was concluded that the investigation conclusion code of this event is "cause traced to component failure". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.